Event description:
The customer reported to olympus, there was air leak of the tracheal intubation fiberscope. The device was returned for evaluation. During the device evaluation, it was found that the coating of the image guide pipe was peeled off around 1-2mm or more. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a pinhole on the bending section cover, water tightness was lost. The connecting tube had coating peeling (1mm2 or more). The wear of the angle wire resulted in the bending angle in the up direction not meeting the standard value. Damage on the channel tube hindered the smooth insertion of the channel cleaning brush. Both the bending tube and connecting tube had dents. The venting connector under the grip was shaved, and the indication on the light guide connector was unclear. Additionally, deformation due to physical stress, in the form of scratches, was observed on multiple components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name - (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image guide pipe peeled off around 1-2mm or more was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.